Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of right ventricular (rv) pacing on the right atrial (ra) channel. The farfield signal was 120-130 ms, and blanking only extended to 125ms and did not cover the farfield signal. The only option was adjusting ra sensitivity, but adjusting sensitivity to 1 mv resulted in p-wave undersensing and overpacing. Upon adjusting ra sensitivity to 0.7-0.8 mv, there was still some farfield oversensing with p-wave undersensing. Technical services (ts) discussed troubleshooting options and programming considerations, and suggested extending atr duration to prevent inappropriate mode switches. As a result, atr duration was extended from 8 to 16. This crt-d remains in service. No adverse patient effects were reported.